Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 546 mg/dl, 247 mg/dl, and 298 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer performed control tests on his breeze2 and received a result of 280 mg/dl. The normal control range was 119-172 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.